Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed a 'high alarm displayed: upstream occlusion'. Functional testing was unable to duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The issue stated was: 'remove blockage between pump and reservoir / same alarm despite new system and flushing of the filter'. There was no patient involvement.